Manufacturer narrative:
On december 28, 2020, mentor completed evaluation of the device. Device evaluation summary: during the visual inspection, the device was found to be ruptured and received in two (2) parts. Additionally, an anomaly was observed on the edges of the rupture consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with two mentor memorygel breast implant 375cc (left), 325cc (right), and experienced bilateral dissatisfaction with the outcome of their procedure post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020. Upon explantation, the left side was found to be ruptured. This report is for the left side device.